Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold and white particles inside the device. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify crease smooth opening on radius and opening in the striated in the posterior side. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease smooth opening on posterior assessed to a fold flaw opening. A striated opening in the posterior side assessed as surgical damage.

Event description:
Healthcare professional reported left side deflation and moderate pain. The device has been explanted and replaced.

Event description:
Device has been explanted.

Manufacturer narrative:
Initial aware date is 05/oct/2021. The initial medwatch was submitted within 30 days of the correct aware date.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side moderate pain. The device remains implanted as no surgical treatment was indicated. Health professional additionally reported deflation.